Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the lead was bent when removed from packaging. The stylet was still in place. A new lead was opened and used, which resolved the issue. There was no patient involved in the event. No medical symptoms were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID neu_stylet_acc; lot# unknown; product type: accessory. Analysis of the lead determined there were no anomalies; however, it was determined that the associated stylet was bent 5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-09-21 (B)(4), an_rp (rep, hcp): information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the lead was bent when removed from packaging. The stylet was still in place. A new lead was opened and used, which resolved the issue. There was no patient involved in the event. No medical symptoms were reported. On 2017-09-25 an_rp (rep): no additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that they misspoke originally and that it was the stylet that was bent, not the lead. No further patient complications have been reported as a result of this event.